Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal laparoscopic procedure, the device valve seal damaged. The valve at the top where the trocar enters the port, came away when mesh puts down and there was a brief loss of pressure. Another port was used to complete the case. There was no patient injury.